Event description:
Patients are having problems with their meters not working unless placed on a heater and warmed up. "It's as if the meter has a bad circuit and when you heat it up the circuit swells and connects allowing it to operate."